Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit audibly alarmed for all three temperature probes. However, the neptune did not display the temperature values on the front user interface panel. The temperature probe harness connector on the device was replaced with a lab inventory connector and re-tested. The device still did not display the temperature correctly. The power supply board was replaced with a lab inventory power supply board and re-tested. The device worked properly. The sample power supply board was re-assembled into the device and re-tested. This time, the device worked properly. A device history record review was performed and no relevant findings were identified. The reported complaint of "front panel icons flashing" is not confirmed. However, a different defect was confirmed. During the temperature display accuracy test using the diagnostic probe kit, the neptune did not display the temperature values on the front user interface panel. However, the device worked properly after the power supply board was taken out and re-assembled back into the device. R & d was consulted and determined it is possible that a loose harness connection on the power supply board or a faulty power supply board caused the device to fail intermittently. However, this could not be confirmed and the root cause of this complaint issue could not be determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The complaint is reported as: "heater flashing while in use on patient." No patient injury or harm reported. The condition of the patient is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "heater flashing while in use on patient." No patient injury or harm reported. The condition of the patient is reported as "fine".